Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited post-paced t-wave oversensing and high capture threshold. No intervention was performed. The patient was in stable condition.